Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/19/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned product determined that it received an empty labeled winding former, and one used needle that pertains to the product sxpp1b409. The visual assessment of the used needle noted that the swage and attachment area was observed as expected. The barrel hole of the needle was examined under 20x magnification, and no suture remnant was found. In addition, the suture was not returned for evaluation to determine the assignable cause. The manufacturing records couldn't be reviewed as the batch/lot number is unknown. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a total lap hysterectomy procedure on (B)(6) 2022 and barbed suture was used. During the colpotomy on the thick tissue, the device errored out. They took it out of the patient and cleaned the blade and activated and it read "replaced instrument." They unplugged and then plugged it back in and received the same error message. They got a second device and proceeded with the case and it errored out the same. They used scissors to complete the procedures. Once they finished closing, the suture popped off at the end. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is the lot number? This is a combination product and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.